Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, no intervention was required, and a repeat procedure on a different day was performed. There was nothing unusual about the patient or the procedure, a scope was used by the physician to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, no intervention was required, and a repeat procedure on a different day was performed. There was nothing unusual about the patient or the procedure, a scope was used by the physician to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system will be returned for investigation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they had a capsule which failed to attach. There was no harm to the patient and the user, no intervention was required, and a repeat procedure on a different day was performed. There was nothing unusual about the patient or the procedure, a scope was used by the physician to determine capsule placement, and an endoscopy had been performed prior to the procedure and showed the esophagus to be normal. No lubrication was used to facilitate placement of the capsule and the delivery system will be returned for investigation.

Manufacturer narrative:
Additional information: d2, d10, g4, h3, h6. H3 evaluation summary: this report is based on information provided by medtronic investigation personnel and bravo device arriving in bio lab. Bravo device was received for evaluation. The returned sample met specification as received by medtronic. The customer reported they had a capsule which failed to attach. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. A review of the device history records indicated that this serial/lot number was released meeting all specifications as manufactured. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.